Event description:
Information received from a patient reported that they were experiencing pain. The patient reported that they have had chronic back pain since 2012 and their implantable neurostimulator (ins) was working for their pain. It was noted that the patient's leg pain and neuropathy started bothering them a month prior to the date of this report. It was further reported that the patient was getting poor communication on the patient programmer and wasn't able to communicate with the implantable neurostimulator recharger (insr) either. It was noted that the patient realized they couldn't charge a month prior to the date of this report. The patient also mentioned that they had been sick over the past year and have been in and out of hospitals, sometimes being there for a week at a time. The patient stated that they didn't know the last time they charged their ins. It was also noted that the patient has had a lot of mris and had to charge their device in order to have the MRI, but they didn't remember when their last MRI was. It was confirmed that the mris were not related to the device or therapy. It was reviewed that if it has been more than three months since charging then the device may be in an overdischarged state. The patient was to follow up with their healthcare provider (hcp) so they could perform a physician mode reset (pmr). Indication for use is spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.